Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for vena cava filter placement. The right femoral vein was accessed and the filter was deployed without incident. The sheath was removed and pressure was held. Approximately nine years post filter deployment, a chest x-ray performed for complaints of chest pain demonstrated a radiopaque linear density overlying the left eight rib that was stable from an examination eight months prior. A CT of the chest demonstrated a linear metallic structure within a subsegmental pulmonary artery of the left lower lobe consistent with a fragment of a vascular catheter. There were bilateral upper lobe and left lower lobe opacities possibly representing infection or inflammation superimposed on copd or chronic interstitial lung disease. During the hospital stay, the patient was taken off a cardizem drip and was doing well on metoprolol, was not considered a good candidate for anticoagulation, was commenced on levaquin, had alcohol withdrawal protocol instituted, completed smoking cessation education and had nicotine patches available to assist with withdrawals. The plan was to discuss the detached filter limb with the patient and have outpatient vascular surgery evaluate or re consult with interventional radiology for opinion. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nine years post filter deployment, a chest x-ray demonstrated a radiopaque linear density overlying the left eight rib that was stable from an examination eight months prior. A CT of the chest demonstrated a linear metallic structure within a subsegmental pulmonary artery of the left lower lobe consistent with a fragment of a vascular catheter. Based on the provided medical records, the investigation is confirmed for a detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately nine years post vena cava filter deployment, imaging demonstrated a detached limb in the left pulmonary artery that was stable and unchanged from a previous exam eight months prior. The plan was to have vascular surgery and interventional radiology consult. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, eight years and one month of post deployment, a chest x-ray was performed which demonstrated a linear metallic fragment in the left pulmonary artery branch. Around, seven months and three weeks later, a chest x-ray was performed for chest pain. The study showed that re-demonstration of radiopaque linear density overlying the left eight rib likely embedded within the skin stable since prior examination. After, two days, a computed tomography of chest was performed which showed a linear metallic structure within the sub-segmental pulmonary artery of the left upper lobe consistent with a fragment of a vascular catheter. Around, two years and one month later, a computed tomography of chest, abdomen and pelvis was performed for shortness of breath and abdominal pain. The study showed that a filter was noted in the inferior vena cava. Inspection of the filter in the inferior vena cava demonstrates 11 legs. A linear metallic structure seen in the left upper lobe represents a filter leg. Perforation of inferior vena cava was noted and greater than 3 mm outside of the vena cava. Therefore, the investigation is confirmed for filter limb detachment, and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. H10: b5, b6, g3, h6 (device). H11: b1, d6 (date of implant), h1, g1, h6 (patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in with trauma situation/motor vehicle accident. Approximately nine years post vena cava filter deployment, imaging demonstrated a detached limb in the left pulmonary artery that was stable and unchanged from a previous exam eight months prior. The plan was to have vascular surgery and interventional radiology consult. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.